Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a pulmonary vein isolation procedure, a thrombus and exposed wiring was noted. Upon removal of the catheter after approximately 20 minutes of use, a blood clot was attached on the catheter between the electrodes 1 and 2. When the blood clot was removed by hand, a long thread like blood clot was removed. The electrodes 1 and 2 appeared torn and the clot was removed from the gap. There were no patient symptoms and no intervention was required. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tacticath contact force ablation catheter, sensor enabled was received for investigation. The device was returned due to inaccurate contact force values and a blood clot coming out of the catheter from a tear between electrodes 1 and 2. The device met specifications for optical signal properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. Log file analysis indicates the automatic baseline reset of the tactisys was unable to function due to the value of the thermocouple 2 (tc2) reading under 32°c, consistent with the reported inaccurate contact force. Tc2 met specifications during electrical testing of the returned device. The cause of the low tc2 temperature remains unknown. A blood-like substance was noted between electrodes 1 and 2, but this was determined to be on the outside of the catheter shaft. Further investigation revealed that no blood-like substance was noted within the catheter shaft. Additionally, no tears in the shaft material between electrodes 1 and 2 were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot coming from a tear in the catheter shaft remains unknown.